Event description:
It was reported that during an unknown procedure, the clip in jaws was stuck and didn't fire. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # x94388. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with the top shroud cracked and two clips were noted to be jammed in the jaws. The clips were removed in order to perform functional testing. The device was functional tested, and it fed, retained and formed the remaining 14 clip as intended. In addition, the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: the applier may be introduced through the appropriate diameter trocar sleeve with or without a clip in the jaw. The ratchet mechanism in the handle facilitates a one-way firing stroke and provides clip security in the jaws. Once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement. Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. The next clip is automatically advanced as the trigger is released. Inspect the instrument jaw tips after each use to ensure a new clip is present before the next firing. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.